Event description:
It was reported that during an un-specified procedure, the 4.0 x 33 mm xience xpedition stent delivery system (sds) was advanced without issue. The stent was implanted at 10 atmospheres (atm) and the sds balloon was fully deflated. During removal, resistance was noted with the guiding catheter. The trek balloon catheter was then used for post-dilatation at 18 atm successfully; however, during removal, resistance was noted with the guiding catheter. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.